Event description:
It was reported that there were high impedances greater than 10000 ohms. This was found during device follow-up. At 0.70 volts, electrodes 7-15 were 10000 ohms. At 1.5 volts, the same electrodes were out of range. The high impedance tests indicated a possible lead fracture or loose set screw connection. There was a loss of stimulation/therapeutic effect. The leads and extensions were going to be scheduled for replacement due to the lead/extension/set screw failure. The patient was receiving no paresthesia at maximum outputs. Reprogramming had been performed. The patient was also noted to be receiving less than 50% therapy relief. The location of the issue was noted to be the lead extension connection location, the extension location, the lead location, or a potential loose set screw at the header connector block. Additional information received reported that no actions had been taken place as of (B)(6) 2015. The cause of the event was not determined and it was therefore unknown if it was device related. The patient had not recovered as the symptoms/issues were ongoing. A plan was pending. Additional information received that there was a procedure on (B)(6) 2015. A loose set screw was found. The lower lead was nearly completely outside the header. The set screw was backed out, the leads were withdrawn and dried, and reinserted. The set screws were tightened and an impedance test was verified. X-rays had also been performed for troubleshooting. The issue was resolved. No further follow-up was required as the issue was reported to be resolved and the patient was noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger . (B)(4).